Manufacturer narrative:
A bci field service engineer (fse) visited the site on (B)(4) 2010. The customer informed the fse that the system had a plug in the sample wash cup earlier the day and it was flushed out with bleach. The fse replaced the cuvette wash line filter as a precaution. The fse flushed the line and washed all cuvettes. The system is now operating acceptably.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to dried wash solution observed under immage 800 immunochemistry system. No operator exposure was noted. There was no effect to patient or user.